Event description:
Unit failed on a patient. No patient injury occurred. Had pf and pft error codes displayed and stopped cycling. The unit was replaced by another ventilator. Power supply board 1618 was replaced. Unit was retested with a new 1618 within specifications and returned to service. The unit was calibrated and tested within manufacturers specifications. This report was generated from database screening.